Manufacturer narrative:
One fogarty catheter was received at product evaluation laboratory for a full examination. Evaluation results revealed the reported event was confirmed. The balloon was found to be ruptured. Both balloon windings were intact. Proximal balloon winding was removed to match the latex edges. Latex edges did not match at the ruptured location. No other visible damage or abnormality was observed from catheter body or windings. The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. Based on further engineering investigation performed, a product risk assessment was generated to address the balloon burst rupture with fragmentations. Additionally, the units go through a balloon integrity inspection as part of the catheter manufacturing process. Nevertheless, an acknowledgment was provided to the manufacturing personnel regarding this condition. According to the instructions for use, the balloon rupture and catheter separation as a result of excessive pull force applied to remove adherent material are the most frequent causes of reported failures. And, to minimize the risk of vessel damage, balloon rupture, or tip detachment, do not exceed the maximum recommended inflation and pull force for each size catheter according to the specification table. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As reported, during use in patient of this fogarty catheter, balloon burst even when the inflation pressure was lower and under the allowed limit. There was no allegation of patient injury. The device was received for evaluation. Patient demographics unable to be obtained.